Manufacturer narrative:
Na

Event description:
The customer reported that the unit went into unknown restart and alarmed while in use on a patient. There was no patient harm reported. Respironics service technician was able to duplicate the customer reported problem. The respironics service technician replaced the external battery and battery charging pcb to correct the problem. Performance verification testing was completed, and the ventilator passed per operating specifications.